Event description:
Patient was revised on (B)(6) 2010 due to infection and again on (B)(6) 2012 due to pain and cup loosening. The (B)(6) 2010 revision was due to infection and debridement. The doctor removed the head and sleeve, had them cleaned and disinfected and put them back on the stem after the wound was cleaned and disinfected. The same implants were placed back into patient. The patient was still having pain and then was revised on (B)(6) 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The patient was implanted in (B)(6) 2007 and revised in (B)(6) 2012. It is not likely the devices contributed to the patients reported infection 5 years after implantation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.